Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication in the bd plastipak¿ three part hypodermic syringe with needle was leaking by the inner walls of the syringe. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Customer sample is received where the defect of damage in the barrel is observed so the leak is the result of the problem in the barrel, the reproduction of the defect in syringe assembly is made to verify the defect which was reproducible, the dial where the assembly may be causing damage to the syringe by jamming it, however it has a sensor to eject the syringes when they are not well assembled and this sensor is a section behind where the jam is being present. Also is important to mention that the molding plunger is monitored by the manufacture through the frequency control where it is evaluated for characteristics such as: burns in the syringe, deformities, contamination, incomplete, or bubbles being throughout the process. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: the reproduction of the defect in the syringe assembly is performed to verify the defect that the client reports, which was reproducible, as shown in the photograph of the dial where the assembly is made may be causing the syringe damage, however it has a sensor to eject the syringes when they are not well assembled and this sensor is a section behind where jamming is occurring. When reproducing the defect in the assembly line, it was observed that the defect is reproducible in the dials (carousels) that could damage the cylinder that gets stuck instead of being expelled and also that the defect appears in the scale of the mark from 3 to 4 ml, which is the same place where the damage was presented in the syringe that the client reported as a leak derived from the damage to the cylinder where the leak was lost when presenting the deformity. It is important to mention that the defect can occur within the process, which is why it is considered with an acceptable quality level of 0.25%, which means that having a lot size of 375,500 pieces, 5 pieces with this defect could be present. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields. Event attributed to: other; device single use?: no; device returned to manufacture: yes.

Event description:
It was reported that medication in the bd plastipak three part hypodermic syringe with needle was leaking by the inner walls of the syringe. There was no report of exposure, injury, or medical intervention noted.